Event description:
The lay user/patient contacted lifescan alleging that the one touch ultralink meter was set to incorrect date and time, which was unresolved with troubleshooting. There were no allegations of harm or injury.